Manufacturer narrative:
B5: updated event description h6: updated imf (annex f) health impact medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating the case was aborted and the patient was under general anesthesia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient's hemodynamics dropped. A perforation of right iliac vein occurred when advancing the sheath and integrated dilator/needle over another manufacturer's guidewire. Balloon occlusion of the inferior vena cava (ivc) was performed. It was noted that the physician stated "there was something "off" with stiffness of integrated dilator/needle in the sheath and that the sheath would not track the guidewire. Additionally, it was noted that the integrated dilator/needle had rough edges when it was removed. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.